Event description:
A device was used during a hemorrhoidectomy. The device fired without incidence. On fifth post operative day, it was noted that the staples were missing from portions of the staple line. A second operation was performed to remove add'l hemorrhoids.